Event description:
During service, fail code 812:02 occurred at power up. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.